Event description:
Consumer stated the pad made a popping noise then there was a burning smell.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as the pad was stained and bunched up. All stats bent, I bent in half. Cord was slightly twisted. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.